Event description:
Boston scientific received information that this patient had experienced a syncopal episode and was admitted to the hospital. A review of the arrhythmia logbook noted a lot of atrial tachycardia response (atr) events and some other events which were all appropriate. They could not correlate any of the events in the logbook to when the patient passed out and device evaluation did not identity any product issues. Telemetry strips showed possible pacemaker mediated tachycardia (pmt) or an atrial tachycardia that is being tracked. Device interrogation did not reveal any stored pmt episodes.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the patient strips with the caller and discussed possible explanations for the reported clinical observations. The consultant recommend testing for retrograde conduction to see if the patient has retrograde and if so, to see if the retrograde time is long enough to result in this behavior. The consultant stated that if there is no retrograde, then it is likely sinus tachycardia for a short run and the device is just tracking it. Reprogramming options were suggested and considered. The caller will continue to monitor and investigate further. No other adverse events have been reported. This product issue will be updated if additional information is received.